Event description:
Received notice of a property damage claim in a garage where an alleged scooter had been located.

Manufacturer narrative:
The model number, serial number, and date of manufacture have not been provided at this time. The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.

Manufacturer narrative:
We were unable to obtain an actual serial number. However, a representative identified product as a pride sc40 unit. The product was not the cause of the fire.

Event description:
Received notice of a property damage claim in a garage where an alleged scoter had been located.